Event description:
The customer reported "the heart saturation and also the pulse rate values can not be correct". No consequences or impact to patient were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The completed failure analysis found no product performance issues related to the accuracy of spo2 and pulse rate values. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported "the heart saturation and also the pulse rate values can not be correct." No consequences or impact to patient were reported.